Event description:
This is a follow-up report to remove the initial report. The manufacturing site associated with MDR 2184163-2019-00027 does not manufacture the product reported. A new MDR was submitted under conway site number informing of reportable incident with security tampon.

Manufacturer narrative:
New information: this is a follow-up report to remove the initial report. The manufacturing site associated with MDR 2184163-2019-00027 does not manufacture the product reported. A new MDR was submitted under conway site number informing of reportable incident with security tampon.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that upon removal a tampon fell apart leaving a piece inside. Consumer stated she removed the remaining piece and did not plan to seek medical attention.